Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills and mirena iud. Concurrent conditions included hypothyroidism since 2004. Concomitant products included citalopram, levothyroxine, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pruritus ("rashes or skin conditions type: itching") and rash ("rashes or skin conditions type: rash"), 4 months 11 days after insertion of essure. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6)2015, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced nausea ("nausea"). On (B)(6)2015, the patient experienced urinary tract infection ("infection (other) describe: urinary tract"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury /psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the vaginal haemorrhage, urinary tract infection, depression, anxiety, pruritus, rash, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, pruritus, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Reporter information, concomitant drug, historical drug added.events: abnormal bleeding (vaginal), infection (other) describe: urinary tract, mental anguish, rashes or skin conditions type: rash and itching, dyspareunia (painful sexual intercourse), nausea added.event psych injury was updated to psychological or psychiatric problems condition: depression. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case became incident. The event injury nos was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury. Outcome of pain, bleeding were added. Laboratory data was added. Essure removal date with procedure were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.